Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the blood glucose reading was not being sent to the customer's insulin pump. Customer's blood glucose was 600 mg/dl. Customer was in the hospital since (B)(6) 2014 due to an infection that was not related to diabetes. Customer's last set change was 30 minutes ago. Customer received 7.4 units of insulin through the pump. Caller stated that the health care professional is in the room and they will have to call back.